Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility did not provide other detailed information such as the number and the type of microbes or reprocessing method at the user facility. Olympus repair center sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the light guide tube had wrinkles. -the distal end cover had a crack. -there was leakage from the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the user handling of the device reprocessing was inappropriate. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility found that two patients were infected with microbes using the device after a colonoscopy. The device had been reprocessed with an olympus automated endoscope reprocessor model etd, using peracetic acid. The user facility did not provide other detailed information such as the number and the type of microbes. The user facility did not provide detailed information regarding patient outcomes. Omsc is submitting two medical device reports according to the number of infected patients. This is 1st of 2 reports.